Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer was requesting product support for a foley product that had recently been involved in multiple suspected product failures involving deflating balloons.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect balloon design (balloon wall thickness excessive)". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab." : the device was not returned.

Event description:
It was reported that the customer was requesting product support for a foley product that had recently been involved in multiple suspected product failures involving deflating balloons.